Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with a stripped battery cap coin slot. The pump was received with intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery cap was stripped and cap was difficult to remove. Customer reported that insulin pump continued to shut off while attempting to remove battery. Customer also reported that the act button was difficult to press. Customer's blood glucose was 360 mg/dl. Troubleshooting could not be performed due to customer not having insulin pump.